Manufacturer narrative:
The account replaced the brake pedal and the cam pivot to repair the bed.

Event description:
The account alleged that the left brake/steer pedal and plastic piece were bent and broken. When the pedal was used, it did not activate the foot end brake caster.